Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the staple line was incomplete. Some of the staples formed correctly, others were formed but not totally "b" shaped and some were opened. During the leak test, the surgeon noticed a 1cm hole. He then felt that the staple line unzipped. A new device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Tissue sample x-rays reviewed. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality in the high and low limits. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process. Seven photographic x-rays of three different tissue samples were reviewed by the ees field quality engineer (fqe). Based on photographic evidence, event description and follow-up information, it is the opinion of the fqe that compressing a thick tissue staple cluster created an imbalance within the circular device anvil and staple housing. The imbalance, in the opinion of the fqe, was significant enough to prevent proper staple formation leading to a compromised anastomosis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the procedure done open/laparoscopically? Laparoscopic. What device was used for the proximal and distal transaction of the bowel? What color reload? (B)(4), green. On what tissue type was the device used? Sigmoid colon, thicker than normal. What purse string technique was used or what purse string technique does this surgeon normally use in his/her left colon procedures? (Ex. Hand tied purse string, purse string device purse string device. How was the purse string placed, by hand or with an assist device? If an assist device, what product? Eh40. Was the spike of the trocar inserted through bowel lateral or through the staple line? Slightly posterially to staple line. What confirmation did the surgeon receive that the anvil was firmly attached? Audible click, felt it. When the device was fired, what was the location of the indicator within the gap setting scale? ¾ of the way. Was buttressing material utilized? No. Was the instrument fired across or near an existing staple line or clip? Adjacent to staple line. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? Crunch. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher than normal for closure. After use, did the firing handle automatically return to its original (pre-fired) position without intervention? Asku. Was there any difficulty removing the device from the tissue? If yes, how many counter-clockwise revolutions were used to open the device? More than normal, 3/4. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) Leak test, saw bubbles immediately, then saw larger bubble, upon visual inspection noticed 1cm hole was located posterior and lateral. Is there any other additional information you would like to share about this device, procedure, patient or physician? No. What were the indications for surgery? What was found? Diverticulosis w/o perforation what are the patient's age and sex? Asku. Did a hcp other than the primary surgeon fire the instrument? If so, whom? Pa. Was there a recent conversion to ees devices in this account or with this surgeon? No.